Manufacturer narrative:
Initial 4 of 4. E1:name: (B)(6) country: switzerland address ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced cannula bent event on (B)(6) 2026 along with hyperglycemia at 480 mg/dl with positive ketone readings and there was no treatment provided.